Event description:
Boston scientific crm received information that this device was unable to be interrogated. The device was explanted due to normal battery depletion. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the internal environment of this device was tested and a higher than expected moisture content was discovered. On (B)(6), 2005, guidant (now boston scientific crm) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before (B)(6), 2000. This device was manufactured before (B)(6), 2000, and is included in this population.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.